Event description:
It was reported that it was noted that the tubing set leaked near the spike during a primary infusion of pembrolizumab (keytruda) 200mg/nacl 0.9%, programmed to infuse at a rate of 164ml/hour, for a duration of (30) minutes with a (vtbi) of 82ml. The rn was wearing appropriate ppe. The customer further stated that there were no adverse side effects caused to the adult patient, patient family members or staff members from this event.

Manufacturer narrative:
The customer¿s report of the tubing set leaking near the spike during a primary infusion was confirmed. The cause of the leak was due to a tear in the IV bag¿s spike tubing which lined up with the location of the fully inserted drip chamber spike tip. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed on the set. Functional testing was performed resulting in drops of water being observed to be leaking out of a vertical tear located on the IV bag¿s spike tubing above the tubing¿s end. The cause of the leak was due to a tear in the IV bag¿s spike tubing. Further inspection under a microscope verified that the tear in the IV bag¿s spike tubing lined up with the location of the fully inserted drip chamber spike tip. No leaks or other issues were found on the set. The root cause was determined to be the drip chamber spike being inserted on an angle causing a tear in the IV bag spike tubing.

Manufacturer narrative:
Concomitant medical products: 20129e; 50ml baxter bag, lot: p391508, exp: oct20, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that it was noted that the tubing set leaked near the spike during a primary infusion of pembrolizumab (keytruda) 200mg/nacl 0.9% programmed to infuse at a rate of 164ml/hour for a duration of 30 minutes with a vtbi of 82ml. The nurse was wearing appropriate ppe. The customer further stated that there were no adverse side effects caused to the adult patient, patient family members or staff members from the event.